Event description:
The customer reported one of the blades broke. Additional information was requested from the supplier, and the response was as follows: no fragments were retrieved from in or around the patient, and there was no patient impact.

Manufacturer narrative:
One open and used blade was received with the tip separated but included. Visual inspection under a microscope by the product manager, quality engineering, and customer loyalty manager showed the outer surface of inner blade was scored near hub and inner surface of outer blade was scored near the tip indicating that excessive side loading occurred. Will continue to monitor and report trends. No patient injury or follow up care was indicated. Instructions for use include the following but are not limited to: do not use burs above the speed indicated on the bur label. Insertion of metal objects in blade or bur window may cause the blade or bur to break leaving fragments in the wound which may be difficult to remove. Bending or prying may break the blade or bur, causing harm to patient or staff. Discontinue use of curved bur if tip begins to wobble; replace the bur to prevent injury to patient.